Manufacturer narrative:
Medical devices: atrial lead implanted: unknown.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited high, rising and unstable thresholds. The rv lead was removed, replaced and device programmed to unipolar mode. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.